Event description:
During a laparoscopic hernia repair the surgeon would fire the stapler a few times and then it would not work. Two instruments from the same lot number jammed in the same manner. A third ems was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device #2 the product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, a,b)yes; nose shroud cracked/broken, a)no,b)yes; staples in nose, a,b)no; staples in the track, a,b)no and trigger engaged with precock, a)yes,b)no. Functional tests & results: cycled instrument, a)no,b)no. Analysis conclusion: based upon the inquiry info provided and visual examination, no conclusion could be reached as to why the reported instruments "would not fire a few times and then would not work". Both instruments were received empty of staples, which prevented the instruments from being functionally tested.